Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg buried slightly deeper. It was noted that the ipg site was swollen and puffy. The patient underwent a revision procedure wherein the ipg pocket site was repositioned and the fluid was removed. The patient was doing well postoperatively.